Event description:
As reported, about 2 years post-breast augmentation/mastopexy procedure using bilateral implants and galaflex mesh, the bilateral implant ruptured.

Manufacturer narrative:
As reported, about 2 years post implant of bilateral implants and galaflex mesh, the bilateral implant ruptured. Based on the information obtained to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the ruptured breast implant 2 years post op. There was no indication that the ruptured implants were caused by the use of galaflex. The IFU states, "bioresorption of the scaffold material will be essentially complete within 18-24 months." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (27-feb-2024) based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remains implanted.